Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check it was observed that patient experienced bone loss, infection and pain in gums. Bleeding and swelling in tissue was also observed. Implant failed to integrate.